Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by stable angina. During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. A dissection occurred during procedure. Sponsor assessed event is possibly related to device but not related to antiplatelet medication.